Event description:
The patient called in three months post implant to report that when they are out in the heat the device feels very hot over the implant area, and they are concerned if the heat can affect the device. The patient stated that the device is very close due to very little and thin skin over the device. Also the area outside of the implant area is not hot, just over implant. The patient also reported that this device is larger than his old device and the pocket is not as good with it. The patient noted that he talked to his physician about it at his wife's visit but was not looked at or had his device tested because it was his wife's appointment. Follow-up was conducted with the clinic and the patient has not come in regarding this and that no problems are known or suspected with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.